Manufacturer narrative:
Within the patient circuit disconnect alarm there is a continuous monitoring of pressure sensor. With high resistive circuits and using certain nasal prongs or nasal masks that has a high resistance between insp and exp limbs there can be major pressure drops, especially at higher flows (bigger patients), this is what that triggered this alarm. The alarm disables the valves for five seconds to prevent dangerous situations in case of occlusion situations. In detail, when the ventilator measures 15 cmh2o from insp pressure sensor and 0 cm h2o from exp pressure the ventilator considers that this could be an occlusion situation and temporarily stops delivering flow for five seconds.this was probably what the customer experienced with inappropriate circuit and prongs.it is noted that an old software version was used. In latest software version, enhancements has been implemented where the allowed pressure difference between insp and exp pressure sensors before triggering the alarm in nasal CPAP has been increased. This change was made in order to be more permissive in using different types of prongs/masks. For functionality enhancement, the latest released software version is always recommended. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there were excessive alarms while the ventilator was ventilating a patient in the nasal /CPAP (continuous positive airway pressure) mode of ventilation. It was stated that the patient was moving a lot and leakage fluctuated. It was observed that flow would cease in the event of large leaks and disconnections. There was no patient harm. Manufacturer's ref. #: (B)(4).